Manufacturer narrative:
H4: the lot was manufactured between march 23 and march 27, 2023. H11: the actual device and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a leak inside the device housing because the bladder had slipped down the stressmember post. The photographs did not show evidence of a leak from the blue winged luer cap. The actual device was visually inspected, and it was noted that the blue winged luer cap was not returned. Visual inspection on the sample via the naked eye noted evidence of fluid (leak) inside the device housing because the bladder had slipped down the stressmember post. The bladder slipped down the stressmember post because the film-wrap was loose. The film-wrap fastens the bladder to the stressmember post. Since the film-wrap had become loose, the bladder slipped down the stressmember post and resulted in a leak inside he device housing. The reported condition of the leak was verified. The cause of the loose film-wrap which resulted in the leak was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor leaked. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.